Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: hirose, k., nakanishi, y., ogasawara, r. A., imasato, n., inoue, m., sekiya, k., & masuda, h. (2025). Risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach. International journal of urology. Doi: 10.1111/iju.15620. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific became aware of an event involving a spaceoar through the article: risk factors for rectal wall infiltration in hydrogel spacer placement: influence of biopsy approach, by hirose, k, et al. The article examines the risk factors for rectal wall infiltration (rwi) related to hydrogel spacer placement in prostate cancer patients undergoing radiotherapy, specifically comparing the effects of transperineal biopsy (tpb) and transrectal biopsy (trb). In a retrospective study involving 175 patients at the national cancer center east hospital, rwi was found in 44 patients (25.1% of cases), with a significantly higher incidence in the trb group (14 patients, 23.3%) compared to the tpb group (5 patients, 4.3%). The study suggests that trb may disrupt the anatomical structures between the prostate and rectum, increasing the risk of complications during spacer placement. Among the patients with rwi, one individual in the trb group experienced grade 1 rwi and buttock pain, which improved by the time radiotherapy commenced.